Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was difficult to insert. The following information was provided by the initial reporter: difficult to insert catheter.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was difficult to insert. The following information was provided by the initial reporter: difficult to insert catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2235212, medical device expiration date: 31-jul-2025, device manufacture date: 23-aug-2022. Medical device lot #: 2235211, medical device expiration date: 31-jul-2025, device manufacture date: 23-aug-2022. Medical device lot #: 2216568, medical device expiration date: 31-jul-2025, device manufacture date: 17-aug-2022.